Event description:
It was reported that the system was not saving patient images. And the system was slow to boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.